Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Non conformances were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year- old female patient who underwent a breast augmentation primary with a 330cc mentor smooth round high profile, saline breast implant has experienced right-sided deflation postoperatively. The issue was diagnosed by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.